Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was their evidence of a mechanical bowel obstruction at re-op? If so, what was the location? What color setting was selected on the device and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had an anastomotic leak on a healthy patient after using the stapler. The patient presented as obstructed 7 days after surgery, so was brought back to theatre. When she was re-operated on, it showed there was a noticeable hole in the staple line, (which was the last firing in a right -hemi, to close the bowel.) The hole had been covered by small bowel which had stopped fecal matter contaminating the abdomen. The patient is now ok.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2022. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: what were the indications for surgery? Bowel cancer. Was their evidence of a mechanical bowel obstruction at re-op? If so, what was the location? No ¿ there was staple line leak. What color setting was selected on the device and what was the sequence of the firings? - blue. Were other stapling or suturing devices used when creating the anastomosis? No were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? No. How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? Surgeon who took the patient back to theatre believes that as the ntlc75 was fired over the staple line to complete the anastomosis a staple was caught in the knife blade and dragged, therefore preventing the other staples forming correctly. Was a leak test performed? If so, what type and what was the result? No ¿ it was a right- hemi. Was the staple line visualized endoscopically during the initial surgical procedure? No ¿ it was a right hemi, so was extra-corporeal. How many days postoperative did the leak occur? 7. How was the leak identified? The patient was sick ¿ I¿m sorry I don¿t have any further details on how the leak was identified. What was observed at the site of the leak upon reoperation? There was a hole in the staple line. How was the leak addressed? Patient had a temporary stoma and hole in the staple line was identified and oversewn. What is the current patient status? The patient is ok now. Patient was not complex and were fit and well before surgery. Presented with an anastomotic leak, just after the staple line had been crossed, day 7 after surgery with contamination in the abdomen. Brought back to the theatre, staple line was oversewn, and the patient was given a temporary stoma and now is okay. The surgeon believes that a staple was caught in the knife blade as he cross stapled and this caused damage to the next part of the staple line.